Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was due to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. The event was further described as ¿the dark blue piece was slightly detaching." This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.